Event description:
Additional information: it was reported that the patient was brought to the hospital prior to the cerebrovascular accident (cva),due to the system controller readings of high flows and high powers. In response, the patient was placed on the anticoagulant, argatroban gtt.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to cerebrovascular accident (cva). No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the report of stroke and the device could not be conclusively determined. The report of elevated pump power and estimated pump flow values was not confirmed as no further information was provided. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.